Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application kept crashing. Patient removed and reinstalled the g5 application and it started working again. No additional event or patient information is available.